Event description:
The patient was in for laparoscopic myomectomy with robotic assistance and exploratory laparotomy, supracervical hysterectomy. The instruments for the laparotomy had not been counted prior to surgery because the surgery was a laparoscopy converted to an open case. For this reason, a flat plate x-ray was taken of the patient. There was a 3-4 mm radiopaque structure in the left abdomen. It was not consistent with an instrument. All sponges and needles were then recounted twice, and the counts appeared to be correct. The patient was then placed on a clean table and another x-ray was taken and the substance persisted. Since it was not an instrument, sponge, or needle, it was decided not to pursue with re-exploration. The patient was then taken to the recovery room in stable condition. When the robotic instrument was going to be used on another case a few days later it was discovered that it was broken and the staff realized that this may have been the source of the retained foreign body.

Event description:
The patient was in for laparoscopic myomectomy with robotic assistance and exploratory laparotomy, supracervical hysterectomy. The instruments for the laparotomy had not been counted prior to surgery because the surgery was a laparoscopy converted to an open case. For this reason, a flat plate x-ray was taken of the patient. There was a 3-4 mm radiopaque structure in the left abdomen. It was not consistent with an instrument. All sponges and needles were then recounted twice, and the counts appeared to be correct. The patient was then placed on a clean table and another x-ray was taken and the substance persisted. Since it was not an instrument, sponge, or needle, it was decided not to pursue with re-exploration. The patient was then taken to the recovery room in stable condition. When the robotic instrument was going to be used on another case a few days later it was discovered that it was broken and the staff realized that this may have been the source of the retained foreign body.